Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the tubing. The infusion set was in use for 2 days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.